Event description:
Upon initial evaluation of device for preventive maintenance, the manufacturer's service technician observed the unit had an internal oxygen leak. The service technician reported the leak was coming from the single station crossover solenoid. The service technician replaced the solenoid to correct the finding. Performance verification testing was completed and passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. Analysis of the solenoid revealed physical damage to the housing creating a leak.